Event description:
The end user got up in the middle of the night and fell.

Manufacturer narrative:
It was reported that the end user was awakened in the middle of the night, reached for his walker and fell to the floor when the walker broke. He was evaluated in the emergency room for neck, back and knee pain. A MRI was done and he was subsequently discharged with a diagnosis of knee sprain. He later stated he suffered a torn muscle but did not respond to repeated requests for documentation pertaining to specific injuries. The sample was returned and evaluated. The right rear leg was broken at the screw which attaches the bottom crossbar on the a-frame. The tips exhibited uneven wear patterns with the rubber angled up towards the back of the walker indicating dragging during use. No mfg defect was identified and the hardness and thickness were found to be within specification. The root cause of the incident appears to be an undue stress on the leg, possibly compounded by uneven force distribution created by dragging the walker. There is no confirmed info indicating a serious injury resulted but in an abundance of caution, this medwatch is being filed.